Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the AED not providing auido prompts. The AED and battery were requested to be returned so they may be evaluated and tested. To date the AED and battery have not been returned and the root cause is not known.

Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.